Manufacturer narrative:
(B)(4). Implanted date: unknown date, 2012. Concomitant medical products: unknown mosaic humeral stem; unknown mosaic proximal body; unknown humeral tray; unknown humeral bearing; unknown glenosphere; unknown screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03285, 0001825034-2017-07244, 0001825034-2017-07245.

Event description:
It was reported that the clinical patient underwent a shoulder arthroplasty revision due to infection approximately one (1) year post-implantation. Components were removed and replaced with spacers. The patient was re-implanted with a total humeral component five (5) months following placement of spacers. Attempts have been made and additional information on the reported event is unavailable at this time. Attempts have been made and additional information on the reported event is unavailable at this time.